Manufacturer narrative:
(B)(4).

Event description:
It was reported that excessive battery depletion was observed. Review of the session record revealed that the battery voltage dropped unexpectedly more than once on the battery discharge curve. Device replacement was recommended. No further information available.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Event description:
New information received notes that the device was explanted and replaced.